Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which showed that the coupling tool side was not functioning. The assignable root cause was determined to be due to improper handling. This is further defined as misuse, abuse and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during the cleaning process it was observed that the battery handpiece device was broken. During in-house engineering evaluation it was found that the coupling tool side was not functioning. There were no delays to a scheduled surgical procedure. It was not reported if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.